Manufacturer narrative:
This is 2nd of 4 report. The device is not available to the manufacturer.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was able to retrieve the broken tip of the subject guidewire out of the patient's anatomy by aspiration. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was able to retrieve the broken tip of the subject guidewire out of the patient's anatomy by aspiration. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was found broken in 2 segments (10.5cm distal segment and 189cm proximal segment). The distal segment 10.5cm, was noted to have multiple smaller breaks. The break was clean with no core wire exposed. In the proximal segment 189cm, the core wire was noted to be exposed. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cm from the distal end. The core wire distal end was observed through the distal tip dome. Functional inspection cannot be performed due to the the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, there were no other difficulties encountered during usage of the device that could have contributed to the issue, the guidewire tip was shaped 45 degrees, there was resistance, lack of trackability during advancement of the guidewire inside the microcatheter (inside the patient anatomy), the guidewire was not torqued, the guidewire fractured in the internal carotid artery c5, and the broken guidewire fragment was removed by negative pressure aspiration through the distal access catheter. Microcatheter, guidewire, and distal access catheter were devices used in the procedure in conjunction with the subject device. The guidewire was returned broken in 2 segments (10.5cm distal segment and 189cm proximal segment). The distal 10.5cm segment was noted to have multiple smaller breaks. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance were noted in multiple areas to approximately 10cm from the distal end. Based on previous results of sem and edx testing performed by research & development, it was confirmed that the bubbles on the distal end of the device and the hydrophilic coating were the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to the as analyzed 'guidewire hydrophilic coating surface rough' since review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. Although the as reported 'guidewire does not have smooth movement' and 'guidewire difficult to advance' could not be confirmed during analysis, it is possible that the guidewire may have encountered some procedural factors during use that resulted in difficulties navigating the device in the microcatheter or anatomy and causing it to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and the as reported 'guidewire does not have smooth movement' and 'guidewire difficult to advance' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.